Event description:
A (B)(6) female patient's daughter contacted zoll to report that the response buttons on the patient's monitor were not functioning. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons bad) has been confirmed. Upon evaluation, the metallic dome in both response buttons was damaged. The cause of bad response buttons is the damge to the metallic domes. The root cause for the damaged metallic domes cannot be positively identified but is likely physical abuse, as the monitor's case showed signs of damage upon receipt. No adverse event resulted from the damaged response buttons. The patient received a replacement monitor.